Event description:
It was reported that a patient with five broken vertebrae was treated with both kyphoplasty and vertebroplasty. Kyphoplasty was performed on the two new fractures while vertebroplasty was performed on the three older fractures. Reportedly, the physician used one package of activos cement for level l5. The cement was mixed in 30 seconds and filled into 4 bone filler devices. The cement hardened in 4 minutes. For the other vertebra, a newly opened hv-r cement was used as no further activos cement was available at the surgery. The "patient is fine and happy." No additional information was reported.

Manufacturer narrative:
Reference: 2953769-2010-00152: hv-r cement was also used to treat this patient, levels, l3 and th6.